Manufacturer narrative:
Investigation: the complaint was investigated for the z6ms transducer giving an error message when plugged in. The transducer was returned, and an investigation was performed. The acquisition error 0 could not be reproduced; however, an acquisition error 40 was found during system testing. The possible root cause was determined to be a distal flex electrical open due to insufficient flex reliability; this is relative to design. No trends for distal flex reliability cause through investigation have been identified to date; however, siemens will continue to monitor incoming complaints for any trends. This issue was resolved at the site by replacement of the transducer. (B)(4)

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that during equipment testing, the transducer prompted a usacquisitionhw_0 error when it was being booted up. There was no procedure being performed when the reported error occurred. There was no patient involvement. No additional information was provided.